Manufacturer narrative:
Data was downloaded from the AED and medical and technical reviews of the data were performed. The results of the reviews determined that in the first analysis period the AED detected the patient's shockable rhythm as non-shockable and advised no shock. The rhythm showed marked variability in signal amplitude which likely caused an incorrect diagnosis of bradycardia. During the second analysis period a more uniform amplitude vf was accurately detected, a shock was advised and delivered, and sinus rhythm was restored. The AED functioned as designed in this rescue.

Event description:
Patient was running on a treadmill at the gym when he clenched his chest, his lips turned blue and he fell straight back and hit the back of his head on the treadmill. The treadmill was stopped. A gym member started CPR. The fitness manager applied AED pads on the patient, and the (B)(6) manager and gym member performed CPR. The AED performed two (2) rhythm analyses on the patient during the rescue. No shock was advised following the first analysis period. In the second analysis period the AED advised and delivered a shock which resulted in vf termination and sinus rhythm. The AED then advised to begin compressions again, to which the patient's hand pushed away the hands of the person performing CPR. The patient was alert and breathing again. The ambulance arrived just after the patient started breathing again and, when the patient was put in the ambulance to be taken to the (B)(6) hospital, he was awake and talking. Following the rescue, (B)(6) ambulance service questioned why a shock was not advised during the first analysis period when the patient was in vf.